Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir not occluded, no air bubbles and it does not leak. Did not continue dripping insulin after test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced a recurring issue with insulin leaking when the insulin pump was suspended. The customer received a replacement insulin pump but it was still leaking. The customer was seeing insulin after priming. Insulin continued to drip after the motor stopped during the fill tubing process. Customer's blood glucose level was 306 mg/dl. The customer was off the insulin pump since the day before and was giving herself manual injections. The reservoir and infusion set will be returned.